Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 482 mg/dl. Customer was treated with insulin pump. The customer did experienced the symptoms such as urination, tired, and thirsty. Customer did not allege insulin pump for under delivery. Customer declined to check air bubbles and leak. Customer was using insulin pump system within 48 hours of reported high blood glucose level event. The insulin pump will not be returned for analysis.